Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Received confirmation of corrected become aware date. This report is only to correct the become aware date.